Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after placement of the marker, the patient experienced systemic hives and was prescribed a medication for itching as well as prednisone. The marker had to be removed. There is no other known impact or consequence to patient.